Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant stent graft systems were implanted in a patient for the endovascular treatment of a 54mm thoracic aortic aneurysm type b dissection. It was reported that the patient presented emergently with back pain and angiography showed a type b aortic dissection distal to the second stent graft. The patient received medical treatment and was then hospitalised between for blood pressure control, clinical monitoring and therapeutic re-discussion. The patients abdominal pain worsened and an increase the dissection with retrograde extension into the thoracic aorta was identified. The false channel of the dissection was embolised. A further post- operative dissection occurred and the patient expired . As per the physician, the cause of the death was probably caused by a further, postoperative aortic dissection following false lumen embolization for recurrent aortic dissection(probably related to an inflammatory syndrome like giant cell arteritis). It has been noted that the event was not device and/or procedure related but this needs confirmation. Additional information received; it was reported that the patient presented emergently and was diagnosed with a hematoma of the infra-renal aortic wall. It was reported that the patient received unknown treatment on an unknown date and the event was resolved. The cause of the event was not determined. Additional information received: the cause of death was clarified to be the aortic dissection. The death was confirmed to be not related to the medtronic device or the procedure. The infrarenal hematoma was treated during a secondary procedure with medication and percutaneous false lumen embolization, under general anesthesia. Additional information received with regard to the onset date. Additional information received : cec assessed this event as thoracic disease related and procedural related

Manufacturer narrative:
Update - fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: intervention required. If information is provided in the future, a supplemental report will be issued.